Manufacturer narrative:
The pump was received with partially broken off and missing half of the retainer. The pump was received with cracked case on the back at the battery tube. The pump was received with minor scratched lcd window, case and keypad overlay. (B)(4). The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported that the customer had issues with their insulin pump. It was reported that the pump was damaged at the reservoir compartment. The customer's blood glucose level was reported to be unknown. It was reported that the pump would be replaced and returned for analysis.